Event description:
I received mentor silicone gel implants 5 years ago. I have been diagnosed with raynaud's phenomenon, syncope, anxiety, thyroid issues, adult body acne (something I've never dealt with in my life), brain fog (which I've been medicated for and then had to quit due to dependency), fatigue, monthly utis, and although it's not a diagnosis, I've aged so much in the past 5 years. The only things I had prior to the implants were thyroid disease (but have had my dosage doubled since), and seizures (which have tripled in number).